Event description:
Patient contacted dexcom technical support on (B)(6) 2015, to report an inaccuracy between the continuous glucose monitoring (cgm) system and the blood glucose (bg) meter on 01/16/2015. No injuries or medical intervention were reported. Patient did not calibrate according to user guide recommendations.

Manufacturer narrative:
(B)(4).